Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06768. It was reported via voluntary medwatch that stent fracture, angina and in-stent restenosis occurred. In (B)(6) 2016, the patient presented with inferior wall myocardial infarction. The target lesion was located in the right coronary artery (rca). The target lesion was treated with a 3.00x20mm and 3.00x38mm promus premier¿ drug-eluting stents. Patient was then discharged. In (B)(6) 2016, the patient returned with unstable angina. The next day, angiogram showed a critical stenosis in the stented region of the rca. It was then noted that the 3.00x20mm and 3.00x38mm promus premier¿ drug-eluting stents had fractured and separated. Two non-bsc stents were then deployed in an overlapping with good results and the procedure was completed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the two stents appeared to be partially fractured on a bend. The fractures were not perfectly clear to see through the angiography because of calcified vessel but it appeared that one connector was fractured in each stent. It would have been only a partial fracture. Patient's status was stable.